Event description:
This case was reported by a consumer and described the occurrence of intraocular pressure increased in a (B)(6) female pt who received breathe right nasal strips (breathe right nasal strips advanced) for an unk drug indication. A physician or other health care professional has not verified this report. Concurrent medical conditions included glaucoma. On an unk date, the pt started breathe right nasal strips. At an unk time after starting breathe right nasal strips, the pt experienced intraocular pressure increased (condition aggravated), worsening of chronic glaucoma and eye redness. This case was assessed as medically serious by gsk. The pt was treated with eye medication (eye drops). Treatment with breathe right nasal strips was discontinued. At the time of reporting, the outcome of the events was unk.

Manufacturer narrative:
The MFR's report number for this case is 3004486989-2012-00005. Breathe right nasal strips are mfg in (B)(4) in the united states, and neither the product nor lot number for this product is available. (B)(4).